Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was occurred by the failure of the printed circuit board, and also that the button on the front panel did not function. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus (B)(4), there was the possibility that the reported phenomenon was attributed to the failure of the printed circuit board, which might be caused by the aging degradation because six years and four months had passed since manufacturing. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus (B)(4), it was found that the image of the subject device could not be displayed when the power of the subject device was turned on. There was no report of patient injury associated with this event.